Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Reportedly, the issue resolved and the customer declined additional troubleshooting. There was no reported impact to the customer¿s blood glucose.